Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was fractured. A 1.50mm rotablator rotalink plus was selected for angioplasty. During preparation, it was noted that the device was fractured. The procedure was completed. No patient complications were reported.

Event description:
It was reported that the device was fractured. A 1.50mm rotablator rotalink plus was selected for angioplasty. During preparation, it was noted that the device was fractured. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the device did not identify any damages or defects. There were no fractures found.